Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's right occipital suture where the lead was located had eroded through the skin. The physician re-sited and sutured the lead. The patient is doing well following the procedure.